Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 04-oct-2019, (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2018-jun-05, regarding a patient receiving intrathecal clonidine, unknown baclofen, and unknown morphine (concentrations and doses unknown) via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported the patient was going through morphine withdrawals. The patient was advised to seek medical attention if needed and to call the healthcare provider (hcp). The patient wondered if the materials of the pump and catheter were the same as her previous. It was noted the patient could not quit shaking and was in the bath rub eight hours per day. The patient wanted to know if they changed pump and catheter material and that was the reason for the call. The patient reported ever since she could not quit shaking in bath rub for eight hours a day and the doctor said maybe the morphine was causing it. The patient was having withdrawals and could not come out of this. She had been in the bathtub since 7 am on the morning of the report. No further complications were reported. Additional information was received from a manufacturer's representative on 2018-jul-06. A catheter revision was reported. Additional information was received on (B)(6) 2018. It was reported that the hcp replaced the catheter and pump on (B)(6) 2018. The patient reported withdrawal symptoms and the hcp confirmed the catheter was occluded at dye study. No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant component includes: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(4) 2018. The device information was confirmed. It was also confirmed the healthcare provider was unable to aspirate the catheter access port(cap) during the dye study. The cause of the catheter occlusion was unknown. It was also unknown if the patient's withdrawal symptoms had been resolved. It was indicated the patient's medical history was unavailable. The current status of the explanted device was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on (B)(6) 2018. In regards to the current status of the device, the rep reported they contacted the hospital on (B)(6) 2018, and they were told the pump had not been returned from pathology.